Event description:
The reporter stated that the assembled components broke away from the body of the compression wheel after surgery. There was no injury to the patient.

Manufacturer narrative:
The product was returned for evaluation. The metallic ring maintains three components on the body of the panta nail compression wheel: the button, the axis and the compression ring. The metallic ring has been removed from its position. Consequently, the three assembled components broke away from the body of the compression wheel. The metallic ring has not been returned for analysis. A review of the manufacturing record found no anomalies during the manufacturing period of the product. A review of the complaint system showed that this is the first incident (for the past two years) reported to newdeal about a dismantled panta nail compression wheel. (B)(4). Prior to release, all panta nail compression wheels are one hundred percent tested for visual aspect (laser marking), documentary inspection (treatment and raw material certificates). Given the description of the event, the root cause is a poor maintenance of the device. The panta nail compression wheel has been designed to be removable to allow an easy cleaning of each component after cleaning, the compression wheel must be re-assembling with care. No corrective action has been taken at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.